Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 7/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4 . H6 component code: g07002 device not returned. Additional h3 investigation summary: h3 investigation summary: three pictures were received for evaluation. Upon visual analysis of the first picture. It was observed a wound closed with a strand that appears to be suture, on the picture no fraying suture could be detected due to resolution of the image. On the second picture an apparently suture blue with body fluids, fizzy and wavy was observed. On the third picture a sealed sample of the product code hs6881 with the packaging closed is observed and the reported condition was not observed on the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "the doctor had the heart surgery case and provide prolene hemoseal 4-0 to suturing at left atrium but after suturing, he found the suture was fibrilia as in the attached file" please clarify: what do you mean by "suture fibrilia" did suture break or is this suture fray or did suture separated from the needle during the procedure? Did a suture fibrilia occur with all 10 devices during this single surgery? How many devices experienced suture fibrilia while being used on the patient? Were any of the suture fibrilia observed during dispensing? If yes, how many? Was the patient treatment altered in anyway due to the prolonged surgery 30 min time? If yes, please explain. Were there any adverse patient consequences? Device return/follow-up: the single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a heart surgery procedure on (B)(6) 2021 and suture was used. During the procedure, when suturing at left atrium, but after suturing, he found the suture was fibrilia. The surgery was delayed 30 minutes. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information was requested.